Event description:
It was reported that during a ladg procedure, the device's teflon dropped while sweeping teflon during omentectomy. There were no adverse consequences to patient as the fallen teflon was discovered and removed from the abdominal cavity right away. It is unknown how procedure was completed.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.